Event description:
(B)(4). Event occurred in the united states. The patient reported that his infusion set came loose at the site portion and fell off. This happened 10 mins before this report. He never had his set fall out before this. The site location was patient's left side and the pump was worn on his right side. The infusion had been in use for two days and the infusions were stored in the spare bedroom. The patient was unsure if there was stress or pull on the tubing as his clothes might have caused it or tugged on it. The pump was not dropped with the set connected to the patient's body. No further information available.